Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a white substance, there was apparent explant damage, and visual analysis was performed.

Event description:
It was reported that the patient experienced syncope, and went to the hospital. The atrial lead exhibited undersensing and high thresholds. The ventricular lead also exhibited undersensing, and intermittent pacing. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.